Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pet lock was separated on the proximal end of the pusher assembly and confirmed that the embolization coil was intact with the pusher assembly and was unable to be detached. During functional testing, the smart coil was connected to a demonstration handle and the handle was actuated, but the pusher assembly compressed, and the embolization coil remained intact with the pusher assembly. The root cause of the pull wire not retracting from the pusher assembly ddt could not be determined. Further evaluation revealed kinks on the pusher assembly and offset coil winds on the embolization coil. This damage may be incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, six smart coils were successfully implanted in the target location using the handle. While attempting to implant the next smart coil, the handle failed to detach the coil after several attempts. Therefore, the smart coil was removed. The procedure was completed using another smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.